Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that drive supports cap was damaged. Customer reports that drive support cap was sticking out. Customer was not sure how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.